Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tim20 would not deliver clips. The case was completed by using another instrument. There was no consequence to the patient.